Event description:
Healthcare professional reported through national breast implant registry "capsular contracture baker grade iii". This record is for the left side. Device was explanted.

Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture grade iii.